Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our retrospective 2024 compliant remediation.

Manufacturer narrative:
It was reported to intuvie that the pump was "just not working". The pump was returned and during testing the device failed the 30psi occlusion test at 15psi. The passing specification for the 30 psi occlusion test is between 22 and 38 psi. A review of the serial number history revealed no prior similar complaints. The device was repaired with a pressure sensor which resolved the issue. The failure mode was confirmed, and the probable cause is a component failure of the pressure sensor module. CAPA- zm2023-23 has been initiated to investigate the failure. Reference to complaint # (B)(4).

Event description:
It was reported to intuvie that the pump was "just not working". No patient injury was reported.